Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the jaw did not open all the way when surgeon went to place it on tissue. It was hard to open. There was no patient injury.

Manufacturer narrative:
Additional information: d10, g4, h3, h6 correction: g1 (manufacturer name, street 1, MFR city, region, postal code) h3 evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed that the jaw was bent was misaligned and did not contact the waveguide properly. The reported condition was confirmed. Investigation personnel found out that the jaw was bent. The jaw damage was consistent with the damage that occurs when the user grasps and pivots the jaw to move a hard object. The investigation identified the root cause of the reported event to be user mishandling. The instructions for use (IFU) also states: do not use damaged components, as this may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.